Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock for what appears to be non-physiological noise, under primary vector configuration. Provocative maneuvers could not reproduce the observed noise. The system was then re-programmed to secondary vector. Technical services (ts) reviewed the treated episode and believed the oversensed signal was caused by the sense b noise anomaly. In addition, ts indicated that the shock impedance was high within normal range at 109 ohms. Additional troubleshooting and evaluations were recommended. This implantable electrode remains in service and no additional adverse patient effects were reported.